Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17573721) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (4mm10cm155) was inserted for inflation. The initial inflation was made and during its second inflation, the balloon ruptured at its nominal pressure. The lesion was a little calcified and both inflation were made at its nominal pressure. There was no reported patient injury. Therefore, it was replaced with another saber pta balloon catheter (4mm*25cm) and inflated without any issue. The procedure was completed. The lesion was the superficial femoral artery with a chronic total occlusion (cto). Initially, a guidewire (14) crossed the lesion. The device will not be return for analysis.

Manufacturer narrative:
Additional information received indicates that the lesion was the middle portion of the superficial femoral artery. The vessel level of calcification is mild. The vessel level of angulation and tortuosity is none. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon did inflate normally before the balloon rupture. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The product was removed intact (in one piece) from the patient. The device will not be return for analysis as it has been discarded. As reported, a 4x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted for inflation. The initial inflation was made and during its second inflation, the balloon ruptured at its nominal pressure. The lesion was a little calcified and both inflations were made at its nominal pressure. Therefore, it was replaced with another saber pta balloon catheter (4mm*25cm) and inflated without any issue. The procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with a chronic total occlusion (cto). The vessel level of calcification is mild. The vessel level of angulation and tortuosity is none. Initially, a guidewire (14) crossed the lesion. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon did inflate normally before the balloon rupture. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17573721 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.